Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer¿s current blood glucose level was 300 mg/dl. Customer was treated with insulin pen. Customer declined to check air bubble or leak. Customer did not allege insulin pump for under delivering. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting for insulin flow block alarm and insulin was exited. Customer stated that the cannula was bent. The insulin pump will not be return for analysis.